Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving morphine (7 mg/ml at 5.1011 mg/day), clonidine (70 mcg/ml at 51.011 mcg/day) and dilaudid (7 mg/ml at 5.1011 mg/day) via an implantable pump until (B)(6) 2016, and then updated to morphine (7 mg/ml at 0.9988 mg/day), clonidine (70 mcg/ml at 9.988 mcg/day) and dilaudid (7 mg/ml at 0.9988 mg/day) on (B)(6) 2016. The other medications that the patient was taking at time of the event were unable to be obtained. The pump¿s indications for use were noted as spinal pain, non-malignant pain, and degenerative disc disease/herniated disc pain. It was reported that approximately 4 weeks previously, the patient began feeling that his pain was no longer controlled by his pump. The hcp performed a catheter dye study on the afternoon of (B)(6) 2016 and noted a leak outside of the intrathecal space, indicating a potential catheter issue. The patient subsequently underwent a catheter revision on (B)(6) 2016 during which the hcp revised the spinal segment of the implanted catheter. At the time of the report, the patient was alive with injury and the issue had resolved. The event date is an approximate date. Additional information from the rep on 2016-07-12 indicated that the cause of the leak was not determined. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter.

Event description:
Additional information was received from a consumer. It was reported that the patient stated in 2016 they weren¿t getting any pain medicine and "had a spot that was getting bigger." The patient had told their healthcare provider how they were felling and they did x-rays and weren't able to see any issues. The healthcare provider then performed a dye study which showed that the catheter had deteriorated. The catheter was replaced on (B)(6) 2016. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.